Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During second attempt at registration, rosa was performing automatic scanning portion of contactless registration. Arm disconnected, and shutdown error occurred. Robot was shutdown and then restarted. Robot was unable to reconnect to arm, so shutdown occurred again. The field service engineer (fse) attempted several shutdowns, without success. Robot was removed from patient, and manual release was attempted outside of or. Arm was still unable to connect. The fse continued to perform manual release and connection, but without success. Rosa use during the surgery was aborted, and proceeded with brainlab instead. Delay of procedure nearly an hour. Ablation procedure.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the robot arm was not able to connect because the two security contacts of the emergency stop button did not work as intended on this occasion. The emergency stop button was indeed activated before the multiple manual release attempts performed by the field engineer. The deletion of two specific controller files solved the issue with no incidence on the device operation or on the emergency stop button functionality. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Event description:
During second attempt at registration, rosa was performing automatic scanning portion of contactless registration. Arm disconnected, and shutdown error occurred. Robot was shutdown and then restarted. Robot was unable to reconnect to arm, so shutdown occurred again. The field service engineer (fse) attempted several shutdowns, without success. Robot was removed from patient, and manual release was attempted outside of or. Arm was still unable to connect. The fse continued to perform manual release and connection, but without success. Rosa use during the surgery was aborted, and proceeded with brainlab instead. Delay of procedure nearly an hour. Ablation procedure.